Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn and damaged. It could not be determined when or how this damage occurred to the pod. Fluid did not flow through the soft cannula due to a tear/leak in the exposed portion of the soft cannula. The download data did not contain any timeouts, drive stalls, or hazard alarms suggesting there was no struggle to deliver insulin. No other damages or defects were observed that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 260 mg/dl. The pod was worn for between 36 and 48 hours on the patient's abdomen. As treatment, a new pod was applied.